Event description:
Event description guidant received information that this endocardial lead was capped and replaced due to high thresholds and rate/sense channel impedance measurements of over 3000 ohms.